Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, she was changing her reservoir, infusion set, and cannula and she got stuck in the fill tubing prompt. Customer's blood glucose was over 600 mg/dl. Customer stated she was unable to exit prepare to prime loop, assistance was provided. Troubleshooting was performed for high blood glucose and customer declined to check for the presence of leaks and air bubbles in the tubing and reservoir. No anomalies were noted on the device. The device did alarm low reservoir and auto off. Customer stated she didn't recall setting up the auto off feature on the device. Customer was advised to consult with her doctor in regards to turning off the feature. Customer declined high pressure test. Customer was advised to do a complete set and monitor the device. The device is not returning for analysis.